Event description:
Received a report from a consumer's mother indicating on (B)(6) 2010 her daughter developed vomiting, high fever and malaise at the end of her menstrual cycle. On (B)(6)2010, she sought a medical examination and her physician recommended evaluation at the local hospital; wherein her daughter was admitted and treated for toxic shock syndrome until her release on (B)(6) 2010. Consumer's mother indicated her daughter returned to school within a few days of her release from the hospital and is recovering without further incident. Limited information provided by the reporter regarding her daughter's experience and treatment; and no information provided regarding formal medical diagnosis, secondary diagnoses and/or other medical condition(s) that may have contributed to the reported adverse event.

Manufacturer narrative:
Product return and lot code information provided by the reporter have been sent to qa for investigation. We await the results.